Event description:
Add'l info received 11/21/97 indicates that an explant of the dynaflex device was attempted on or about 9/16/96, however the removal was cancelled due to complications. Dr apparently attempted to pass foley catheter under gereral anesthesia; while waiting for a coude catheter, a suprapubic incision was made. Unable to pass coude catheter - unable to pass filiforms and followers either; flexible cystoscope ordered. A false passage in posterior urethra seen. The procedure was terminated.